Event description:
It was reported that the patient stated that, "the pump was put in the wrong way," and there was a problem with the catheter. The patient stated that withdrawal symptoms were experienced. The onset of symptoms were at the patient's last refill (date unclear), per the patient. The patient was then placed on oral medication. The patient noted that the pump was "working at first." It was further reported that the patient had a catheter replacement surgery after the patient's physician determined that the catheter was not working, based on the patient's pain level. The patient had reported that pain was not controlled in the same way as it was "for a while after" the pump was initially implanted. The physician did not identify a kink or fracture in the catheter, upon replacement-cerebrospinal fluid (csf) flowed freely out of the original catheter. It was suspected that there was no catheter study performed preoperatively. It was further reported that after the catheter replacement surgery, the physician programmed a reduced dosage of medication in the pump. It was stated that the inclusion of priming bolus information into the programmer was overlooked. The patient experienced a lot of pain. The daily dose of medication was increased. Nine hours postoperatively, the lack of a priming bolus was identified. A new priming bolus was calculated and programmed. The daily dose was then returned to that which the physician had prescribed, postoperatively. The medication dosage continued to be titrated upwards, as the patient stated that the pain control had not reached the level that was experienced prior the last refill. Additional information will be filed in a follow-up report if it becomes available.

Manufacturer narrative:
(B)(4).